Manufacturer narrative:
Correction: device returned to manufacturer was inadvertently selected as no on the initial MDR. Corrected to yes. The two mobile view station (mvs) power board assemblies were returned to the manufacturer for analysis. Investigation was unable to confirm reported problem " mvs will not power on." Visual inspection notes the board was returned without fuses. Installed the appropriate fuses and installed mvs power board in the imaging system 267. Observed indicators for charging, line power and mvs cart powered on. The system readied and both 2d and 3d imaging were as expected. After installing fuses, the device was found to be fully functional with no problem found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Found no led's lighting up on the mobile view station (mvs) power board. Mvs power board suspected bad. Mvs line power cord shows visible signs of wear. Replaced mvs power board, mvs line power cord, and mvs line power fuses. System ready for use. The mvs power cord was received by the manufacturer for evaluation. Analysis confirmed reported problem. Visual inspection confirms power cord plug has been cut, and the cable is wavy indicating stress. Continuity testing passed. No opens noted. Damaged power cord assembly. No other parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system mobile view station (mvs) would not power on. It was reported that the green power line light was not illuminated. It was also verified that the power outlet was functioning. There was no patient present when this issue was identified.